Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined.the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the physician noted both stylets included in the lead packaging appeared to be bent/kinked at the distal end. The physician attempted to use the stylets to place the lead; however neither were successful. A new stylet was opened and the lead was placed successfully. No patient complications were reported as a result of this event.